Manufacturer narrative:
It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. The device was used for an off label indication as it was implanted for pain. The main component of the system and other applicable components are: product ID: 3387, product type: lead. Product ID: 7495, product type: extension. (B)(4).

Event description:
Oh, m.y., abosch, a., kim, s.h., lang, a.e., lozano, a.m. Long-term hardware-related complications of deep brain stimulation. Neurosurgery. 2002; 50(6): 1268-1274; discussion 1274-1266. Summary: to determine the incidence of long-term hardware-related complications of deep brain stimulation (dbs). Long-term follow-up reveals that hardware-related complications occur in a significant number of patients. Factors that lead to such complications must be identified and addressed to maximize the important benefits of dbs therapy. Reported events: one (B)(6) female patient with deep brain stimulation (dbs) for pain experienced an infection and erosion at the connector site 15 months after implant. The author stated that it was difficult to determine which occurred first. It was noted that the erosion was of the noninternalized periventricular gray (pvg) electrodes. Hardware salvage may have been attempted by use of intravenously administered antibiotics and wound debridement; the inability to clear infection led to the eventual removal of the hardware components in all but one of these patients. It was unclear if this patient received this treatment, but it is likely that the device was explanted. The source literature included the following device specifics: lead model 3387, extension model 7495 and either implantable neurostimulator itrel ii or the x-trel receiver. Further information has been requested; a supplemental report will be submitted if additional information is received.